Event description:
An 8 mm diameter x 30 mm long bridge assurant iliac stent system was inserted into a patient for the treatment of an ostial common iliac lesion. The vessel morphology was reported to be moderately tortuous without calcification. A first attempt to cannulate through the right femoral artery was unsuccessful. Cannulation through left femoral artery was successful, but however, it was reported that when advancing the assurant stent through the left femoral artery, the stent dislodged at the bifurcation. When the physician attempted to snare the dislodged stent, the stent became stuck at the left femoral artery. The patient needed urgent exploratory surgery and repair of left femoral artery to resolve the dislodgement. It was reported that the patient is stable. The stent and delivery system were discarded and will not be returned to medtronic. Please not that this model number fb830vf is distributed outside the united states; however, it is similar to the united states distributed product bridge assurant biliary otw.

Manufacturer narrative:
Evaluation: results - stent dislodgment. Moderately tortuous vessels. Cd, films or operative reports not provided, and device not returned for evaluation. Conclusions - moderately tortuous vessels. Cd, films or operative reports not provided, and device not returned for evaluation.